Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported during treatment an "m31 air detected in cassette warning" alarm was received during fill 6 of 6 and cancelled treatment. The contact stated when the cassette was removed from the cycler fluid was noticed on both the tubing set and cycler. The sample was discarded and was no longer available for evaluation. Additional information was requested.

Event description:
A peritoneal dialysis (pd) patient contact reported during treatment an "m31 air detected in cassette warning" alarm was received during fill 6 of 6 and cancelled treatment. The contact stated when the cassette was removed from the cycler fluid was noticed on both the tubing set and cycler. The sample was discarded and was no longer available for evaluation. Additional information was requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.